Event description:
It was reported that cgm displayed malfunction alarm identified as error 42 during use with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, was guided through pump reset, and following reset cgm error did not recur and sensor session was successfully started.